Event description:
Healthcare professional reported "Biocell implant with large >100cc seroma that have been aspirated but keep recurring", "textured to smooth implant exchange", "no diagnosis of ALCL has been made yet". Also reported "metastatic lung cancer that is stable" which is not related to the device. This record is for the right side. The device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The event of seroma is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: seroma.